Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no damage was observed. The senor plug was observed properly seated. No evidence of the reported issue was observed. The returned sensor was sent for further investigation and de-cased. Visual inspection performed on the de-cased sensor¿s printed circuit board assembly (pcba) and no damage was observed. No evidence of the reported issue was observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
Customer reported that their clothing was burned while wearing a freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their clothing was burned while wearing a freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.